Event description:
Patient reported that they awoke with high glucose in 2004, and they feels the device was not delivering insulin thoughout the night. Patient tried bolusing insulin in the air, but insulin was not flowing through the infusion set tubing. After the patient picked up the device, the insulin began flowing. Patient switched to back-up device, and bolused insulin to correct for high blood glucose, then their blood glucose came down.